Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope. [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the following: due to a crack on light guide connector, water tightness is lost.; bending section cover or distal sheath has a scratch; adhesive on bending section cover or distal sheath has a chip; due to damage on forceps elevator lever (surgical product), bending section cannot be fixed firmly; due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured; label on light guide connector is peeled. Video connector case has a crack; video connector case has a scratch; light guide cover glass has a scratch; right left plate has a scratch; right/left lever has a scratch; angulation lever has a scratch; switch1 has a scratch; grip has a scratch; control unit has a scratch; adhesive on bending section cover or distal sheath has a chip; upwards/downwards plate has a scratch; and due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported the bending section cover of the endoeye flex deflectable videoscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive of the objective lens was peeled off. The report is being submitted due to the peeled adhesive found during evaluation.